Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a toothbrush and was using it and about 5 bristles came out in her mouth.